Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg level was not known. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room (ER) with high ketones. Upon admittance to the ER, the customer¿s bg level had decreased to 34 mg/dl, cause was unclear. Customer was subsequently admitted to the intensive care unit and treated with intravenous (IV) fluids of saline; and a "vein was blown when they were attempting to administer an IV". Customer was discharged the following day with the issue resolved and no permanent damage. Reportedly, the customer was not using a continuous glucose monitor (cgm) and was manually putting numbers into the pump and may have been doing this incorrectly. Tandem technical support provided education on how to enter bg level when not using a cgm and insulin labeling. The customer continued to use the pump for insulin therapy.